Manufacturer narrative:
Batch review performed on 25 jun 2026 lot 2532746: (B)(4) manufactured and released on 18-feb-2026. Expiration date: 2031-feb-04. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
During implant assembly removal, the assembled implants (diaphysis, metaphysis, double eccentric, metal head) detached from the back table and fell to the floor. The mid-stem component became trapped in the plastic base. Different implant sizes were used. The procedure was completed successfully. A delay of 30 minutes occurred to retrieve and replace the required devices.